Manufacturer narrative:
The reported event involved the kit cobas 6800/8800 wnv 480t ivd assay on multiple cobas 8800 analyzers with serial numbers: (B)(6). The investigation determined no product issue was identified. Data analysis indicated that the sample in question had a low viral load near or below the limit of detection (lod) of the cobas assay. A review of the reagent lot: m20088, as well as the quality control data, did not identify any product-related issues. No trends were observed in the complaint history for the reagent lot.

Event description:
The initial reporter alleged discrepant results for a single sample ID tested three times with the kit cobas 6800/8800 wnv 480t ivd assay on the cobas 8800 system. For sample ID: (B)(6), on (B)(6) 2025 the sample tested reactive on instrument 5160. For sample ID: (B)(6), on (B)(6) 2025 the sample tested non-reactive on instrument 5159. For sample ID: (B)(6), on (B)(6) 2025 the sample tested non-reactive on instrument 5158.